Manufacturer narrative:
The rotor motion control was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Installed rotor motion control in another system. The system initialized. Motion calibration passed. Motion, generator, communication and the generator readied. 2d and 3d images were successful. B01,c19,d14 are applicable the panel assembly indicator was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Panel assembly indicator was installed on test system. On/off switch is functional, and emergency button is also functional, and all leds is lit. No problem found. B01,c19,d14 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000534, serial/lot #: (B)(6) rev. 8 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000534, serial/lot #: (B)(6) rev. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The collimator was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Collimator was tested by using collimator tester. Bench test passed; homing and burn-in test passed and was installed in imaging system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d imaging was successful. B01,c19,d14 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi40000019, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the indicator panel assembly, collimator, and rotor motion control box were replaced. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a cervical spine procedure. It was reported that a phenomenon occurred in which fluoroscopy did not come out during the procedure. Images could be taken after the system was restarted. There was no health damage to patient and surgical delay was less than one-hour.

Manufacturer narrative:
A1-5: select patient information cannot be provided due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: product ID: bi70000052, serial/lot: unknown, product ID: bi40000019, serial/lot: unknown, and product ID: bi71000534, serial/lot: unknown. H3, h6) the system was serviced in the field. In summary, the indicator panel assembly, collimator, and rotor motion control box were replaced. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.